Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and evaluated by olympus. The reported phenomenon was confirmed, likely due to a defective cable. In addition, the following non-reportable malfunctions were found during the device evaluation: the ccd (charge-coupled device) has seepage of liquid from the lens side, the coupler is loose, and minor scratches were observed on the serial number plate. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image was due to a faulty cable. The cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a no image issue while using the hd camera head. The issue was found during routine maintenance, and there was no procedural impact or patient involvement with this event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.